Event description:
The customer stated that his contour meter was reading too high. He tested his glucose using his contour meter and received readings around 190-194 mg/dl. He retested using another meter and received readings around 98-110 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. On another occasion the customer tested his glucose and received a reading around 165 mg/dl. A few minutes after testing, he passed out. When he awoke, he was given juice to raise his blood glucose. The customer's test strips are to be returned for eval. Replacement strips were sent to the customer.